Event description:
The customer reported that insulin squirted out during the manual prime process, and the device alarmed. The blood glucose reading was 258mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform the prime test because the buttons were not responding. The device was received with protruded/loose drive support disk and missing end cap.